Event description:
Device report from (B)(6) reports an implant broke post operatively. Subject was implanted lc-dcp for left femur fracture on (B)(6), 2011. On (B)(6), 2011 subject felt sharp pain in left thigh while walking. X-ray showed the implant was broken; device was explanted. Femoral nail was successfully inserted and subject was discharged from hospital with no complications.

Manufacturer narrative:
Device is not distributed in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.